Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that beginning on (B)(6) 2020 the physician noticed that he could only push 18cc of medication into the patient¿s pump during the refill. The normal refill procedure resulted in 18 cc of medication being pushed into the reservoir and no more. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The reporter was planning to be at the patient¿s next refill to provide guidance to do multiple pull backs after all the drug has been removed from the reservoir to see if a possible air lock has occurred. No patient symptoms were reported. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.